Manufacturer narrative:
A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported and learned through the investigation that a patient with a 21mm 3000tfx aortic valve was explanted after an implant duration of 16 years, 1 month due to thrombosis. The patient presented with shortness of breath. The explanted valve was replaced with a 21mm 11500a valve. Per customer the patient was taken to ICU post-procedure and expired after an implant duration of 15 days. The cause of death was due to respiratory failure. Per medical records, despite grossly normally functioning aortic valve, the patient showed at least moderate mitral valve stenosis and moderate regurgitation secondary to moderate mitral valve leaflet calcification on previous echoes. The patient underwent redo avr and mvr. Intraoperatively, the attempted to reach the mitral valve through a transseptal approach which was unsuccessful due to presence of the bioprosthetic aortic valve. The decision was made to remove the aortic valve and access the mitral valve from an obliques aortotomy. The bioprosthetic aortic valve was visualized and the leaflets found to be thickened and sclerosed. The operative findings indicated presence of a thrombus on the bioprosthetic aortic valve. The aortic valve was explanted, followed by explanting the mitral valve. A 31mm non-edwards valve was implanted in the mitral position and a 21mm 11500a inspiris resilia aortic valve was implanted in the aortic position. Post bypass tee showed normally functioning valves with no significant pvl. The patient tolerated the procedure well and was transferred to the ICU in stable condition postoperatively.

Manufacturer narrative:
Added information to h6. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.